Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals, so it was explanted. No new system was implanted. No additional adverse patient effects were reported.